Event description:
A customer's "lcd is all messed up". They said that only parts of the numbers show up. While on the phone a review of the system was conducted. It was learned that most of the segments were missing from all the digits. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.